Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later patient representative reported seroma-late.

Event description:
Patient representative reported "we were instructed to open a case to verify/activate the warranty for natrelle breast implants, manufactured by allergan". Later healthcare professional reported "presence of gel bleeding and induced grade iii capsular contracture". This record is for left side. Device was explanted and it's unknown if the device was replaced. Device will be returned.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed, capsular contracture baker grade iii.